Manufacturer narrative:
A device history record review could not be completed because the customer did not provide a lot number. There was no sample submitted for evaluation however a photo was received. Based on the photo the reported condition was observed; the edge of the gauze was fraying. Based on the investigation and analysis, the root cause was identified as a part of the manufacturing process when the gauze roll is slit by first crushing then cutting the roll which generates some tiny fraying on the cutting edge of the slit roll. A formal corrective/preventative action (CAPA) has been opened to remedy this reported condition. The corrective actions taken by the suppliers are to improve the cutting and folding method. The CAPA has been closed post production of this particular gauze. This complaint will be used for trending purpose. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submit date: 3/27/17 .an investigation is currently under way; upon completion the results will be forwarded.

Event description:
The customer reports that the product is shredding. No patient involvement.